Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 0.8 and 2.1. The time between testing was less than one (1) hour. Reportedly, the pt was unable to obtain a sufficient blood sample, multiple finger sticks were performed on the same finger, multiple drops of blood were applied and the sample was not immediately applied after the finger stick. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation os the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed for the reported lot number. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursed at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.